Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9197433. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units were performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: after the completion of vein puncturing, the leakage at the heparin cap junction was found during infusion treatment, and the patient was given tight treatment. However, the penetration was not successful, so a new indwelling needle was immediately replaced for a second vein puncturing.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: after the completion of venipuncturing, the leakage at the heparin cap junction was found during infusion treatment, and the patient was given tight treatment. However, the operation was not successful, so a new indwelling needle was immediately replaced for a second venipuncturing.